Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Clamp fractured, air embolism occurred in (B)(6) 2011.